Manufacturer narrative:
Report # 3003721894-2018-00242 is associated with (B)(4), polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip in the u.s. Device evaluation (issue-(B)(4)) 16 aug 2018: this is the second complaint of this nature for this batch. The analytical release data was reviewed by quality and all results were within specification requirements for this batch. Stability data confirms that the product remains within specification for the duration of the shelf life for this product. A notification review check was carried out on this batch which relates to manufacturing deviations, vendor investigations, change controls and laboratory investigations, there were no issues noted during the manufacture of this batch as per the defect of this complaint received.

Event description:
Hospitalization [hospitalization]; suspect drug swallowing [accidental device ingestion]; abdominal pain [abdominal pain]; felt abdominal discomfort [abdominal discomfort]; suspected lack of efficacy [device ineffective]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) year-old male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream (batch number yt3e, expiry date february 2020) for denture wearer. This case was associated with a product complaint. Co-suspect products included double salt dental adhesive cream (polident denture adhesive cream) cream (batch number yt36, expiry date 2020) for denture wearer and mecobalamin (mecobalamin tablets) tablet for nerve pain. On (B)(6) 2018, the patient started polident denture adhesive cream. On an unknown date, the patient started polident denture adhesive cream and mecobalamin tablets (oral) at an unknown dose and frequency. On (B)(6) 2018, 3 days after starting polident denture adhesive cream and an unknown time after starting polident denture adhesive cream, the patient experienced abdominal pain. On an unknown date, the patient experienced accidental device ingestion (serious criteria gsk medically significant), abdominal discomfort and product complaint. The action taken with mecobalamin tablets was unknown. On an unknown date, the outcome of the accidental device ingestion, abdominal discomfort and product complaint were unknown and the outcome of the abdominal pain was not reported. It was unknown if the reporter considered the accidental device ingestion, abdominal pain and abdominal discomfort to be related to polident denture adhesive cream and polident denture adhesive cream. Additional details: it was unknown if the reporter considered the accidental device ingestion and abdominal pain to be related to mecobalamin. Co-suspects included honey via oral route for constipation started since (B)(6) 2018 and hemp seed for an unknown indication. The action taken with polident denture adhesive cream was unknown. The action taken with honey and hemp seed was unknown. The report was received from a consumer on (B)(6) 2018. On (B)(6) 2018, the male consumer followed dentists advice and began using polident denture adhesive cream (40g). The consumer used polident denture adhesive cream per local label. He brushed and wiped dry the denture in the morning. After gargle, he squeezed the polident denture adhesive cream on the denture and avoided putting polident denture adhesive cream on the edge of denture (three points on the upper denture and two points on the lower denture, the point was as big as the size of mung bean). Then, he wore denture. When the polident denture adhesive cream was spilled, the consumer would wash off the spilled polident denture adhesive cream. The denture would be taken off at night and put into water. Then the consumer would gargle. The consume felt polident denture adhesive cream had effect. On (B)(6) 2018, the consumer used polident denture adhesive cream for the first time with the help of dentist. The denture was stuck very well. When the consumer used polident denture adhesive cream by himself, sometimes the denture could not be stuck. The denture dropped down. Then, the consumer would wear denture back immediately. Polident denture adhesive cream was used one time per day. On the morning of (B)(6) 2018, after using polident denture adhesive cream, the consumer brushed the surrounding of gum for cleaning spilled polident denture adhesive cream (the patient would feel discomfort if there was the sticky denture adhesive cream on the mouth). Initially, the effect was good. After using lunch, denture dropped down. Then the patient put the denture into water and went to bed. After waking, the patient felt abdominal discomfort, he developed abdominal pain. The consumer suspected that he swallowed polident denture adhesive cream (suspect drug swallowing, accidental). On (B)(6) 2018, the consumer experienced denture dropped out, but the consumer did not experience abdominal pain or allergy. On (B)(6) 2018, the consumer had used honey and hemp seed traditional (B)(6) medicine for preventing constipation. On (B)(6) 2018, after taking off the denture, the consumer used mecobalamin tablets for treating peripheral nerve pain. On (B)(6) 2018, mecobalamin tablets was not used. The consumer did not know which drug (polident denture adhesive cream or mecobalamin tablets) caused abdominal pain. The consumer had no allergy history or medical history. He and his family had no historical adr/ae. Pqc was raised. Additional information unk. Because we did not confirm the start time of using mecobalamin tablets, hemp seed and honey, the start date was not filled in. The updated information was received on 09th july 2018. The batch of polident denture adhesive cream, 40g was checked by qa as yt3e, and its exp was feb 2020. The consumer also confirmed the bn was yt3e. The consumer added that his physician helped him using the polident denture adhesive cream in the noon and he took it off till evening, previously. In the morning of (B)(6) 2018, the consumer used the polident denture adhesive cream which dropped out after eating, which was might be related to his using method. The polident denture adhesive cream had effect. Follow up was received on 19 jul 2018. Co-suspect products included honey for constipation. On (B)(6) 2018, the patient started polident denture adhesive cream. On an unknown date, the patient started honey (oral) at an unknown dose and frequency. On (B)(6) 2018, 5 days after starting polident denture adhesive cream and an unknown time after starting polident denture adhesive cream, the patient experienced lack of drug effect. The action taken with mecobalamin tablets was unknown. The action taken with honey was unknown. On an unknown date, the outcome of the lack of drug effect was unknown. The consumer used polident denture adhesive cream per prescription for denture could not glue on the gum. The consumer brushed his teeth in the morning and clean his denture, after rinsing his mouth, he used polident denture adhesive cream according to label way, found there were some cream out (suspected drug swallowing), the consumer cleaned these cream with toothbrush, rinsing his mouth, then ate foods. The consumer removed his denture at night, cleaned with water, brushed his denture. The consumer felt the polident denture adhesive cream could not lasted for a long time and suspected lack of efficacy. The consumer used polident denture adhesive cream from (B)(6) 2018 till now, closed to 20 days, felt good. Follow up information was received on 16 aug 2018, the occurrence of hospitalization in a (B)(6) year-old male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream (batch number yt3e, expiry date february 2020) for denture wearer. On an unknown date, the patient experienced hospitalization (serious criteria hospitalization and gsk medically significant) and device ineffective. On an unknown date, the outcome of the hospitalization and device ineffective were unknown. It was unknown if the reporter considered the hospitalization and device ineffective to be related to polident denture adhesive cream. The consumer was in hospital. Follow up information from quality analysis was received on 16 aug 2018, it was unknown if the reporter considered the accidental device ingestion, hospitalization, device ineffective, abdominal pain and abdominal discomfort to be related to mecobalamin tablets, honey and hemp seed. Quality analysis revealed the complaint to be unsubstantiated.